Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a nurse that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 31 mg/dl at the time of the incident. The customer was at 100 mg/dl at the time of the call. The customer was disconnected from the pump by hospital staff to treat the low. The customer experienced symptoms such as memory loss. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was not stabilized yet. The insulin pump will not be returned for analysis.